Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During an in-clinic follow-up, diagnostic imaging was performed and showed externalized conductors on the right ventricular (rv) lead. No electrical anomalies were noted. The rv lead is awaiting explant, which will be performed at a different clinic. The patient was stable.